Manufacturer narrative:
Manufacturers investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), confirmed internal driveline wire damage that would have contributed to the reported pump stop events. The submitted log file contained approximately 8 days of data and captured pump stop events at the end of the file. These events corresponded with low speed and low flow hazards alarms. The pump stops event occurred while the patient was supported by the power module. Based on past experience with the hmii lvas and similar reported events, these findings could be indicative of driveline damage. (B)(6) was returned assembled with the driveline (dl) cut approximately 2¿ from the pump housing and a distal portion of the dl measuring approximately 36¿ was returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, outflow graft bend relief, and bend relief collar were not returned. Outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) also revealed no evidence of depositions or thrombus formations. Both portions of the dl was tested for electrical continuity and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. No damage was observed on the outer silicone jacket layer. Upon removal of the outer silicone jacket layer, no damage to the bionate layer was identified. Metal braided shield breakdown along the length of the driveline appeared consistent with the duration of use. The pump end segment¿s wires were unremarkable. The 36¿ distal end segment of the driveline revealed breaches in the insulation of the yellow and black wires approximately 33¿ from the metal connector, exposing the inner conductors. The observed wire damage appeared to be the result of abrasion from the metal braided shield due to repetitive flexing of the lead. The remaining segments of the driveline were then submerged in a saline solution for hi-pot testing to verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The yellow wire represents one of the wires of phase 1 and the black wire represents one of the wires of phase 2. If the exposed conductors of any wire made contact with the metal braided shield while the system controller was connected to a tethered power source such as a power module or mpu, the resulting electrical short to ground could have resulted in the reported pump stop events on the power module. In addition, a phase-to-phase short, would potentially occur if the exposed conductors of any two wires from different phases made direct contact with each other or simultaneous contact with the braided shield while operating on battery power or on a tethered power source (such as the power module) using a grounded or ungrounded patient cable. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 10 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had a pump off and low speed operation. The pump was connected to batteries and the patient was admitted to the hospital. Log files submitted confirmed low speed hazard alarm events and pump stoppages. This type of behavior had been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the power module. Additional information reported that the patient underwent a pump exchange on (B)(6) 2019 due to driveline failure. The patient is recovering from the surgery. No additional information provided.